Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the gastrointestinal tract during a dilation procedure performed on an unknown date. According to the complainant, during the procedure, when pressure was applied, the gauge needle did not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device found that the gauge needle was at 0 atm and no issues were found. A functional test was performed by applying pressure to the device, the gauge needle moved from 0atm to 6atm and a leak was observed in the luer. The complaint was likely caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. Therefore, the most probable root cause is handling damage. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the gastrointestinal tract during a dilation procedure performed on an unknown date. According to the complainant, during the procedure, when pressure was applied, the gauge needle did not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.